Event description:
Event description: on (B)(6) 2023, it was reported by a distributor via sems-06390155 that an ar-3250-3207 monitor, 4k, uhd4, 32" had an issue with the power supply for the monitor; the power supply blew out during a case. The whole or's power went out after the incident, and the generator powered on and started working. The patient's respiratory machine also stopped and came back on after the generator started. There was only half an hour before they had to switch the patient to another room. This was discovered during an unspecified procedure.

Manufacturer narrative:
Barco has asked the customer to return the display and power supply, in order to investigate and detect the root cause. As of today the unit has not returned to barco yet.